Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this lead was explanted. Additional information received from the field representative indicated that the lead's helix would not extend. The lead is no longer in service. No adverse patient effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found, which can be considered to be the root cause of the mentioned helix issues. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. Furthermore cuttings in the insulation were observed which resulted most likely from the explantation procedure. Blood penetrated the lead in the cut areas. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the surgery while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.